Event description:
It was reported that a smiths medical was double beep with cassette. No patient involvement

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in fair condition with cracked housing. Functional testing involved starting the device in application mode and no problems were found with beeping. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.